Manufacturer narrative:
(B)(4). Method: the complaint bc801 (medium) and bc802 (large) infant nasal masks were not made available by the healthcare facillity to fph for investigation. Thererfore our investigation is based on information reported by the customer, our knowledge of the product and past investigations of similar complaints. Results: the healthcare facility reported that their bc801 and bc802 masks were disconnecting easily. Conclusion: without the return of the complaint devices we are unable to determine what may have caused the problem reported by the customer. If the complaint devices were returned they would have been visually inspected for any damage. In addition, the dimensions would have been measured and compared to the drawing specifications. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully."; "if using mask: connect to patient by placing mask around the nose. The mask should sit comfortably around the patient's nose. It must not occlude the nostrils or touch the septum and should not be over the lip or over the eyes."; "check that all circuit connections are tight before use and after any adjustment." No specific incident was reported by the healthcare facility. This was a general complaint reported by the healthcare facility to an fph representative

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that their bc801-10 (medium) and bc802-10 (large) masks were disconnecting easily. No patient consequence was reported as no specific incident was reported. This was a general complaint reported by the healthcare facility to an fph representative.